Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Supplemental medwatch created as the manufacturing date and expiration date were updated. Section corrected: d4: expiration date of item updated. H4: device manufacturing date. Section updated: b4: date of this report. G3: date manufacturing and expiration date were updated. G6: type of report and follow up number. H2: follow up type. H10: manufacturer's narrative.

Manufacturer narrative:
An impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Functional testing could not be performed due to the nature of the device and event. Pre-existing conditions were noted on the per were diabetes, osteoporosis and smoker/tobacco use (heavy smoker). The reported device was located on tooth # 9 and was used for approximately 3years. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants (4869 rev 9-10/19). Information identified: contraindications, warnings, precautions, breakage. DHR review: DHR review was completed for the subject lot number (63127949). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63127949) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture and bone loss. Post market trend review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient ID not provided. Patient age not provided. Patient weight not provided. Additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant at tooth site #9 fractured and also lost integration due to bone loss and was removed. Pain, inflammation and an abscess were also reported.